Event description:
On nov 4, 2008, abbott vascular cardiac therapies initiated a recall. In a small percentage of cases, it was reported that the balloon packaging sheath of the 4.5 mm diameter voyager nc has been "tight" during removal. This poses a potential risk of damage to the balloon dilatation catheter that may not be identified prior to use. Abbott vascular has initiated a voluntary recall of the 4.5 mm voyager nc coronary dilatation catheter. The quality issue was identified through routine monitoring of abbott vascular's product experience reporting system. No significant adverse events have been reported with the affected lots in any pts at this time, and this recall does not affect any pt who have already been treated with the 4.5 mm diameter voyager nc. This action does not affect any other sizes of the voyager nc dilatation catheter product line. Recalled product: voyager nc 4.5x8mm, part # 1011759-08, lot # 8050961 and 8062361. Voyager nc 4.5x12mm, part # 1011759-12, lot # 8041051, 8050561, 8061961 and 8100761.

Manufacturer narrative:
One part # (1011759-08) lot # (8050961) of the recalled product was entered in order to produce this medwatch report. All of the part and lot #s of the recalled product are are being filed under the same MFR #.